Manufacturer narrative:
The device passed the displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beeping anomaly. The customer's blood glucose was unknown at the time of incident. Insulin pump didn't pass sound test. The device was expected to be returned for analysis.